Manufacturer narrative:
E: (B)(6).

Event description:
While the manufacturer's product support engineer (pse) was evaluating the v60 they identified a "blower stalled" error was logged in the event log. The blower assembly was therefore replaced to resolve the issue, and the device was cleaned and successfully tested. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.